Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the large hem-o-lok clip applier. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the large clip applier (part# 470230-09 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 94 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clip could not be load properly on the large hem-o-lok clip applier. The clip did not fit well and fell off easily. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument did not work at all. The clip fell off outside of the patient when the customer was trying to attach the clip onto the instrument. There was no visible broken/loose cable. A backup instrument of the same kind was used to resolve the issue.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. Housing was also removed and no damage was observed at the backend. Ligation clip was successfully installed on the instrument on multiple attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed on four consecutive attempts.

Event description:
Refer to h10/h11 for follow-up information.